Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the system was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, the technical support specialist confirmed that the field service engineer had resolved the issue. However, no repair information was provided. Good faith attempts were made to obtain additional information, but no responses were received from the technical support specialist. Additional information was to be added to the record if and when it was received.